Event description:
The customer reported that he is getting a speaker malfunction error. No patient or customer harm was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that he is getting a speaker malfunction error. There was no allegation of an adverse event or any patient or user harm.